Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator was post-paced t-wave oversensing. Programming changes were discussed; however, no intervention was performed.